Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported the device did not alarm and there were no alarms noted in the alarm history. A review of the audit logs revealed the device alarmed as expected and alarm history was also located. Additional training to staff was offered at the time of this report. There was no adverse event reported.

Manufacturer narrative:
Despite several attempts to obtain additional information, the incident time remains unknown. The following functional tests were performed: the remote support engineer (rse) checked log files with help of a clinical specialist. According to the log files surveillance has alarmed as expected and alarm history should have been checked via old care period notes. No trouble found with the patient information center ix and the system meets full specification for the performed service. The complaint was escalated for technical investigation to the responsible product support engineer (pse). Evaluating the provided audit logs yielded the following result: as no incident time was provided by the customer and no information which alarm the customer would have expected, the product support engineer has reviewed the provided audit log for (B)(6) 2024. There are 2439 logged events with some yellow and red alarms in-between. The pse confirmed there were multiple alarms logged and based on this information the device is working to its specifications. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Analysis was performed and investigation has been completed. The engineer provided analysis findings and confirmed no trouble found with the patient information center ix. The device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.